Event description:
Customer reported system locked up and displayed a communications failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface pcb. System operates as intended.